Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0037484505. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation, bradycardia) (imaging required, hospitalization, unexpected diagnostic intervention). Risk review. A risk review was completed and confirmed that the event of arrhythmia (st segment elevation, bradycardia) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient was under conscious sedation for the procedure. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when the patient started snoring and appeared blue in the face. At this point the patient's vitals started to change with a heart rate in the 30s and visible st segment elevation on the EKG. A heart catheterization was performed, and no evidence of air embolism was present. The patient was stabilized and the physician continued with the procedure. The closure device was successfully implanted in the laa of the patient. The patient stayed overnight for observation. There were no other complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient was under conscious sedation for the procedure. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when the patient started snoring and appeared blue in the face. At this point the patient's vitals started to change with a heart rate in the 30s and visible st segment elevation on the EKG. A heart catheterization was performed, and no evidence of air embolism was present. The patient was stabilized and the physician continued with the procedure. The closure device was successfully implanted in the laa of the patient. The patient stayed overnight for observation. There were no other complications that were reported to have occurred as a result of this event.